Event description:
It was reportd that (2) 355hr were used during a lap back cage (spinal fusion anterioir lap access) procedure. It was reported by the rep that (3) ports during case showed leakage: 511hr, 355hr x 2. 511hr 11mm showed leakage upon inspection and outer seal had torn. The 355hr 5mm both showed loss of pneumo and you could hear leakage. The rep stated that he had the scrub nurse tighten cannulas to housing and no change. The visual inspection shows no rip in outer seal. It appeared to come from either of the two opening in the top that accept the locking partian of the obturator. (One or each side of seal opening) could not verify. It is unknown how the case was completed. There was no consequence to pt.